Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the bearings on the device heating up could not be confirmed. Therefore, the assignable root cause could not be determined. However, during evaluation, it was determined that the device failed the cutter insertion assessment. It was further determined that the bearings were worn out and loose creating a situation where the cutter could not be inserted. It was determined that this was due to bearings that were no longer in axial alignment not allowing the cutter to pass through. It was determined that this failure was due to worn out bearings from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery setup, it was observed that the bearings on the attachment device were heating up. There were no delays to the planned surgical procedure. A spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.